Event description:
The subject device was used during an extended hysterectomy. The surgeon replaced with a different device in the middle of the procedure according to surgeon's wish. The procedure was continued the replaced device. There was a bleeding from the deep area of pelvic cavity on the stage of resection of the uterus. The surgeon stopped bleeding. The procedure of the day was finished but the patient need be carried on lymph node dissection on another day. There was no patient injury reported without this event. The surgeon commented that the bleeding was the area of sealed subject device. And the cause of bleeding was not device problem but his operational problem.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that there is no device fragment. And the output of the device was checked and there is no abnormality. The manufacturing record was reviewed with no irregularities. As the surgeon's comment, the possible cause of this phenomenon is the inadequate handling by the surgeon. Based upon the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.